Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 30) occurred during basal delivery with multiple cartridges. There was no impact to the customer's blood glucose level. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.